Event description:
Customer reported that pump screen unexpectedly went blank and led did not blink, indicating a power source alert issue. Blood glucose level remained within safe range and did not exceed 500 mg/dl. Tandem technical support advised the customer that insulin on board and maximum hourly bolus would reset to zero and continuous glucose monitoring sessions would need manual restart if pump turns off or is reset. They suggested using tandem charging supplies and waiting at least 30 minutes for pump to begin charging, while monitoring the situation and to call back if the issue persists. Customer understood and acknowledged the instructions.